Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 38 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2023, 2142 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (surgical removal of coils). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 06-jun-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 38 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2023, 2142 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device dislocation ("essure device from the left was extending from the tubal os to the cervix") and device breakage ("the right essure device was more difficult to remove and was retrieved in large portions and smaller portions") in a 38 year-old female patient who had essure inserted (lot no. D23518) for female sterilisation. The patient had a medical history of perineal pain, parity 1, gravida I, discomfort, pelvic pain and dysfunctional uterine bleeding. Previously administered products included: nexplanon, hydrocortisone acetate, ibuprofen and acetaminophen. The patient had a family history of hypertension and diabetes mellitus. On (B)(6) 2016, the patient had essure inserted. Essure was removed on (B)(6) 2023. An unknown time later she experienced device dislocation (seriousness criterion intervention required) and device breakage (seriousness criterion intervention required). The patient was treated with surgery (diagnostic hysteroscopy with removal of essure devices.). The reporter considered device breakage and device dislocation to be related to essure administration. The reporter commented: discrepancy noted : insertion date as per argus (B)(6) 2017 as per mr : (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): [gynaecological examination] on (B)(6) 2023: received in formalin, labeled with the patient's nameand date of birth, designated "essure device are to thin , metallic wires ranging in length from 17 cm to 30 cm. Averaging less than 0.1 cm in diameter. Attached length of wire is 1.4 cm in length, 0.3 cm in diameter, helical segment of silver metallic wire. Additionally in container are 2 similar appearing fragmented liver-metallic,helical wires ranging in length from 0.5 cm to 2.3 cm, averaging 0.3 cm in diameter. Clinical history: essure device removal [hysterosalpingogram] on (B)(6) 2017: findings: there are surgically implanted essure devices placed. The endometrial cavity is normal size and shape, no filling defects are identified. There is no evidence of free spill of contrast past the essure devices. Impression: bilateral tubal occlusion via the essure device [pregnancy test] on (B)(6) 2023: negative the most recent follow-up information incorporated above includes data received on: 13-oct-2023: mr received : lot number added, event - "medical device removal updated to device dislocation and decive breakage", reporters information, patient medical history and lab data were added. Product insertion date and rcc updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device dislocation ("essure device from the left was extending from the tubal os to the cervix") and device breakage ("the right essure device was more difficult to remove and was retrieved in large portions and smaller portions") in a 38 year-old female patient who had essure inserted (lot no. D23518) for female sterilisation. The patient had a medical history of perineal pain, parity 1, gravida I, discomfort, pelvic pain and dysfunctional uterine bleeding. Previously administered products included: nexplanon, hydrocortisone acetate, ibuprofen and acetaminophen. The patient had a family history of hypertension and diabetes mellitus. On (B)(6) 2016, the patient had essure inserted. Essure was removed on (B)(6) 2023. An unknown time later she experienced device dislocation (seriousness criterion intervention required) and device breakage (seriousness criterion intervention required). The patient was treated with surgery (diagnostic hysteroscopy with removal of essure devices.). The reporter considered device breakage and device dislocation to be related to essure administration. The reporter commented: discrepancy noted : insertion date as per argus (B)(6) 2017. As per mr : (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): [gynaecological examination] on (B)(6) 2023: received in formalin, labeled with the patient's nameand date of birth, designated "essure device are to thin , metallic wires ranging in length from 17 cm to 30 cm. Averaging less than 0.1 cm in diameter. Attached length of wire is 1.4 cm in length, 0.3 cm in diameter, helical segment of silver metallic wire. Additionally in container are 2 similar appearing fragmented liver-metallic,helical wires ranging in length from 0.5 cm to 2.3 cm, averaging 0.3 cm in diameter. Clinical history: essure device removal. [Hysterosalpingogram] on (B)(6) 2017: findings: there are surgically implanted essure devices placed. The endometrial cavity is normal size and shape, no filling defects are identified. There is no evidence of free spill of contrast past the essure devices. Impression: bilateral tubal occlusion via the essure device [pregnancy test] on (B)(6) 2023: negative. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.